Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer received a message that the blade of the vessel sealer extend (vse) instrument may be exposed. The customer believed they saw something fall off the instrument and were questioning if what fell off could have been the blade. The technical support engineer (tse) explained the blade was radiopaque and should show up on x-ray. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event. Patient demographics were requested but were unable to be provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the vessel sealer extend instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.